Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number for this patient's fellow eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he now sees lavender hues where there is white. It is disappointing to say the least. He reported that color details are important as he is a professional photographer and color correction is paramount. Additional details were reported that "on (B)(6) 2020 before sunrise extremely lavender over harbor. Took photos. Seems worse with natural light, and some halogen bulbs. I see lavender on (B)(6) screen when I wrote this from powder room. If I angle phone left or right it is worse. No natural light in powder room. And, no lavender looking around the powder room which has no natural light and only two white regular, incandescent light bulbs. Oil paintings on wall above tv show lavender in their sky. They are reflecting natural light. But, watercolor next to them shows no lavender! My wife¿s tee shirt looks lavender, but actually it is taupe (brownish red)." Additional information was provided by the surgeon's office indicating that the patient reported a lavender hue in the early mornings when the sun is reflecting a certain way. The patient reports the sunrise to be lavender in color. The clouds, water, ocean, bridge and his wife's paintings of clouds appear lavender. Per the patient, the hue fades as the day goes on so he feels it may have something to do with the reflection of the sun. The patient also reports that he played tennis yesterday and did not see any hues of lavender. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.

Event description:
Additional information was provided by a facility representative who reported that the patient was overall happy with vision and stated that the lavender hue is persistent but seems to be improving. At this time no further treatment is scheduled and he has been released to routine follow care.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).